Event description:
Patient implant of a 28-16-140bl bifurcated device , a 28-28-75l aortic extension, and a 20-25-65s limb extension on (B)(6)2009. In (B)(6) 2010, follow up revealed a proximal type I endoleak. On (B)(6)2010, the patient was treated with a 25-25-95rl powerfit aortic extension and a palmaz stent to correct the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.